Event description:
During an open heart surgery a physician used a dry sponge and packed it down under the heart. The physician was in the process of taking down the mammary artery using a cautery pencil and dry sponge caught fire. No injuries were reported.

Manufacturer narrative:
Allegiance response: batch history record was reviewed for identification of products involved. No deviations were noted during the mfg process. No additional handling of these components is done during assembly. Suppliers notified. Kendall healthcare co. Response: sponges are not designed to be non flammable. They are fabricated from cotton fibers and will burn when exposed to a source of ignition. Valley lab. Response: a search of the product history was performed for both lot numbers referenced and no pertinent entries were found. No product was returned for evaluation, therefore no testing could be performed.